Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she had called previously to troubleshoot no delivery. Customer stated she tried everything and the device continues to alarm no delivery. Customer stated her device was also cracked on the bottom part of the screen right above the esc button shaped like a u. Customer's blood glucose was 158 mg/dl. Customer was not sure how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. Customer declined troubleshooting the device for the alarm. No further information reported.

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery tests. No excessive no delivery alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.